Manufacturer narrative:
Citation: rahhab z et al. Myocardial injury post transcatheter aortic valve implantation comparing mechanically expanded versus self -expandable versus balloon-expandable valves. Structural heart. 2019. 3(5):431-437. Doi: 10.1080/24748706.2019.1639234. Epub 2019 jul 31. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the difference in change of high-sensitivity-troponin-t within 24 hours after transfemoral transcatheter aortic valve implantation (tavi) between mechanically-expanded, self-expanding, and balloon-expandable transcatheter valves and determine predictors for myocardial injury post-tavi. Clinical outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were retrospectively collected from 3 centers. The study population included 1,208 patients (604 males, 604 females; median age 84 years; median weight 70 kg), 678 were implanted with medtronic corevalve or evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, the 30-day all-cause and cardiovascular mortality rates were: 3% for patients with myocardial injury and 4% for patients without myocardial injury, respectively. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, new left bundle branch block, valve-in-valve implantation, conversion to emergent cardiac surgery, myocardial infarction, coronary obstruction, cardiac tamponade, disabling and non-disabling stroke, residual aortic regurgitation (greater than or equal to grade 2), major vascular complications, life-threatening and major bleeding, and myocardial injury. Peri-procedural myocardial injury was defined as an elevation of high-sensitivity-troponin-t greater than or equal to 15x the upper reference limit within 24 hours post implant. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.